Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon could not be inflated. The in-stent restenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.50mm flextome¿ cutting balloon¿ was selected for use. During procedure, the balloon was delivered to the lesion. However, the balloon did not inflate even after several attempts and was judged as it was ruptured. Balloon was then removed from the patient's body and was checked. Upon checking outside patient's body, it was noted that the pressure was leaking out and could not be inflated. The procedure was completed with another of the same device. No patient complications were reported and there were no patient injury.